Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system spontaneously restarted twice during surgery. During a l1-s2 fusion case, after registration, they sent the arm to the first screw which was s1 left. The surgeon placed the dilator and believed that it looked slightly medial. Using the passive planar probe to check the arm guide divot, they noticed that the navigation was lagging behind. The screen then went black for roughly 8 seconds and came back up first the guidance system's splash screen and then went back to the operate screen. At this point, the arm was sent to two more screws and it went black again. There was no impact to patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.1.1. H3, h6) an export file and logs were received for software analysis and analysis confirmed the reported event. It was confirmed the system unexpectedly exited while the user was checking the precision of navigation with the passive planner and switching the implant. Codes b01, c10, and d02 are applicable to this product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the deviation was less than 3.5mm. The procedure was delayed by 20 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.